Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx), a non-penumbra guiding catheter, a non-penumbra sheath, and a guidewire. During the procedure, while attempting to advance the catrx over the guidewire and through the rotating hemostasis valve (rhv), the guidewire lumen became punctured about halfway through. The physician then retracted the catrx and re-attempted to advance the guidewire; however, the main lumen of the catrx became punctured by the guidewire. Therefore, the catrx was removed. The procedure was completed using the same rhv, a non-penumbra catheter and the same sheath. There was no report of an adverse effect to the patient.